Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Sterotact funct neurosurg. 2008(6):367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total patients received electrodes implants. There were complications in some patients. Patient 4 of 12 experienced a major wound related problem, major wound related problems required hardware removal. Problems included infections, hematomas, seroma would dehiscence, and erosions. See manufacturer report number: 2182207200901002.

Manufacturer narrative:
.